Manufacturer narrative:
An opened phaco tip was returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The phaco tip was visually inspected and deemed nonconforming, foreign material found inside ab (aspiration bypass) hole. Wear on threads, foreign material consistent with surgical material observed on thread and wrench nut. The phaco tip returned was sent to particle lab for analysis. The material was lost during isolation and could not be analyzed or identified. The complaint evaluation confirms the phaco tip is occluded due to foreign material found inside the ab hole. The foreign material could not be identify. How and when the phaco tip became occluded cannot be determine from this evaluation. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-53826.

Event description:
A surgeon reported after entering the anterior chamber with the phacoemulsification tip and aspiration was engaged, the machine gave warning signs of phacoemulsification tip occlusion during a procedure. They tested the tip outside the eye and confirmed an occluded tip. The sleeve was changed first but this did not resolve the problem. They changed the tip and the procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.